Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient had complications post procedure. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device deployed and released successfully. However, approximately 15 minutes post procedure they were having a difficult time waking the patient. The patient's heart rate dropped to the 20's, but their blood pressure remained stable. Testing revealed the patient's pc02 (partial pressure of carbon dioxide) was in the 90's. A temporary pacemaker was placed and the patient's heart rate was able to be stabilized. The patient was transferred to the cardiovascular intensive care unit. They eventually placed a permanent pacemaker to prevent further issues; the patient has no permanent side effects. The patient was discharged home. They believe the patient retained too much pco2 while on the ventilator due to his poor lung health.